Manufacturer narrative:
A review of the complaint log shows that this is the only complaint associated with this lot number. Manufacturing review of the device history record for the reported lot shows that all units were quality released on 2/9/2018 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during production and final packaging. The OEM supplier reviewed the sub-lots associated with the reported lot and provided specific disposition details of non-conformances. It was stated that, "based upon the review results, the non-conformances had no impact on the reported issue." The instructions for use (IFU) for the vascular product that was provided with the product (part number 20438-032514) was reviewed and it lists stroke as a potential complication. The exact cause of the reported event cannot be conclusively determined.

Event description:
On 8/6/2018, aziyo received a report of an incident associated with use of ecm for vascular repair (additional details were provided on 8/15/2018). The patient is a (B)(6) female who underwent carotid endarterectomy repair on (B)(6) 2018 using a 1 x 10 cm ecm for vascular repair. On (B)(6) 2018, the patient was brought to the hospital for excessive bleeding at the carotid endarterectomy incision site; it was also reported that the patient suffered a stroke. The patient underwent surgery where a 6 x 12 cm hematoma was drained, and the ecm was reported to be split or ruptured down the middle (not along the suture line). The ecm was removed and a bovine pericardial patch was sutured in. The incision was closed and the patient was admitted. The event was indicated to be probably related to the procedure and probably related to the device. The patient is recovering.